Event description:
During a remote follow-up, a decrease in the pacing impedance and an increase in the capture threshold were observed on the lead. Insulation damage was alleged, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.